Event description:
It was reported that a luminexx stent (lub) and what might be a conformexx stent (cfx) were overlapped in the mid superficial femoral artery (sfa). The cfx stent fractured. The sfa became pseudoaneurysmal, and they successfully treated it with a fluency stent graft. The stent is fractured into two pieces.